Event description:
A trilogy evo was returned to a third-party service center for evaluation for the fio2 receptacle verification test failure issue. There was no harm or injury reported. The device was not in patient use. During the evaluation the test failure was confirmed. The device's machine flow sensor was replaced to address the issue. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. A review if the device's downloaded event log revealed an issue with the o2 proportional valve that controls the flow of o2 to the blower inlet was mechanically stuck. The device's oxygen blending module subassembly and oxygen blending module harness were replaced to address the issue. The device was tested and passed all final testing.